Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit fails autofill and has low vacuum alarm. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was then stated that the customer refused to provide a po for that investigation and the pm was not completed because the repair was not authorized by the customer. It was also stated that the customer had acknowledged to sales team that they will no longer be using this unit. The unit was tagged out of service.

Event description:
N/a.